Event description:
During the procedure when the subject device was inserted into a renegade stc-18 microcatheter, the interlocking segment got caught at the distal tip of the microcatheter. When attempts to retrieve the subject device were made, it fractured. Both the subject device and microcatheter were successfully removed from the pt's body.